Event description:
During 2 years before rptr had silicone implants removed, rptr had experienced severe hives that were triggered by no obvious ingested or contact material. Had to go on allergy medication as rptr would have massive outbreaks lasting days. Also, had to have emergency treatment for lips and roof of mouth swelling-hives. Was diagnosed with irritable bowel, and collitis which rptr was treated for with drugs and had to have several invasive tests etc. Since removal of implants this condition is much improved. Have not had hives one time to date since removal. Started menopause at 34 with extreme migranes. By 35 was tested hormonally and was in complete menopause. This led to bone density test which show a very large % of bone loss for pt's age. Have some cognitive memory loss and unexplained times. Have improved with all areas since implant removal other than the menopause and the memory thing. These might go hand in hand. Became so ill the 3rd day of removal that rptr was hospitalized for 6 days. Was so dizzy, nausea's, stomach cramps and uncontrollable episodes of diarrhea and constipation, feeling faint, cold clammy sweats, lost over 25 lbs in a month. Was so ill rptr could barely function. This improved with time and 14 mos later rptr knows silicone caused many of these medical problems as they are so improved since removal. Rptr thinks these health issues which physicians have been pressured into not admitting could be caused by silicone and are reported and psychosomatic should be reported and physical health problems that are found to be directly related to breast implants in many women. Especially in those who have had the implants for over 7 or 8 years. These are women who were told when they had implants put in that they would have them forever. Rptr thinks anyone who was implanted should be sent a survey which would list all the physical possible illnesses that have been reported in large size women. Implants do cause physical illness in the human body. Rptr is one of the ones that only had gel bleed from the implants and had them removed prior to rupture, and had started having the above illness or symptoms 2 years prior to having them removed. All of the above were diagnosed by md's. Only the reason for them occurring were not diagnosed as resulting from implants. But, they should have been.